Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately high with blood and control solution. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed on an unknown date/time she tested on the subject meter and it read "hi" which she felt to be inaccurate based on her normal readings/feelings. She then performed a control solution test and claimed she obtained a reading of "590 mg/dl", exceeding the upper limit of the control range. It is not known how the patient manages her diabetes and she denied developing symptoms but claimed she required unknown treatment. She did not provide any further details of the type of treatment received. At the time of troubleshooting the cca confirmed that the test strips were in good condition and the testing technique was correct. No further troubleshooting could be performed because the patient disconnected from the call. Replacement products were sent to the patient. Based on the information provided, there is no sufficient evidence that the alleged issues caused the patient to suffer a serious injury. However, this complaint is being reported because the alleged inaccuracy issues remained unresolved.